Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery device had a defect.the device worked intermittently and all the obvious things, such as new cord, attach/reattached, etc. Were checked. The blue control switch made an audible clicking sound that had not been heard before. A replacement device was used to complete the procedure

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluatoin is completed. A lot history record review was completed for 25113276, 25114329 and 25114845, the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use were observed. Small amounts of tissue and charred blood were observed on the heating element. The shrink tubing in the area nearest to the prime jaw subassembly was melted and split. The device was evaluated for toggle function. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is present to indicate to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is considered normal and expected. The shrink tubing was fully removed from the hemopro2 shaft tip and a visual inspection revealed that the white wire separated from the prime jaw subassembly. This white wire is normally welded to the stainless steel stamped sheet metal part of the prime jaw. Based on the results of the evaluation, the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet supplier corrective and preventive action (scar) system.